Manufacturer narrative:
The device will not be returned for evaluation as it implanted in the pt. (B) (4).

Event description:
It was reported the coil prematurely detached during delivery. The physician was able to push the coil into the lesion with the distal tip of the catheter.